Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support with no further issues reported. The hm3 IFU lists infection and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had an infection and a rather rapid decline with subtle symptoms on (B)(6) 2019 for the last two days, and much more dyspnea overnight. Prompting return to emergency department in the morning, the patient was found to be profoundly hypoxemic. This fluid accumulation was not due to cardiogenic pulmonary edema, and customer confirmed this with right-heart catheterization showing wedge of 17 at the outset of her hospitalization. Patient was on high dose steroids for the last 2 weeks and was doing well. On (B)(6) 2019, bronchoscopy was negative. Cultures 1 was positive for yeast, afebrile. Bipap CT of the chest was done. Bilateral centrilobular groundglass opacities improved. Upper lobe worsened in right lower lobe. Patient could had possibly reflect pulmonary edema and positive superimposed pulmonary hemosiderosis in patient with mitral valve repair and likely chronic pulmonary edema. Superimposed infection could not be ruled out on (B)(6). Patient felt little better. Patient still had ohigh flow oxygen mid-90s saturation, vasopressin 11, pulmonary artery 37/17, pulmonary capillary wedge pressure (pcwp) 15. Ramp echocardiogram (echo) with increasing ventricular assist device (vad) speed was done; no change in hemodynamics and little change in left ventricular (lv) parameters; at 5400, ramp echo performed at customer's direction: with increasing vad speed. There was essentially no change in hemodynamics and little change in lv parameters; at 5400, atrioventricular (av) was opening, which was with every beat. Beat was less vigorous than slower speeds, but at 5500 tricuspid regurgitation (tr) appeared slightly worse and septal movement was slightly more limited; therefore, new set speed 5400rpm. Bronch washing done, positive for budding yeast and septate fungal hyphae. On (B)(6), swan ganz removed. No acute events occurred overnight. Patient reported breathing had improved. Patient on 3 increment (inc) on (B)(6) 2019 moved from coronary care unit (ccu) to telemetry on (B)(6). Patient did not complain of dyspnea and had not ambulated in the hallway yet. CT chest with improvement of prior pulmonary edema with persistent ground glass opacities prednisone to 40 mg qd with 6 week taper. Taper down 10 mg every 10 days. In addition of lisinopril 2.5 mg qd, torsemide 40 mg every other day. Patient was discharged home. Patient had shortness of breath. Bronchoscopy revealed yeast. Atovaquone 1500mg orally once a day (po qd) started